Event description:
The clinician reports the implant was inserted 2023-(B)(6) in ada 13. On 2023-(B)(6), non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.